Event description:
The reporter indicated that a pt experienced a demipulse infection. Subsequent information obtained indicated that the pt was on antibiotics. Good faith attempts are being made to obtain add'l information.

Manufacturer narrative:
Device manufacturing records were reviewed. Vns therapy system lists infection as a potential adverse event; possibly associated with surgery. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.